Event description:
Procedure: colectomy. According to the reporter: the patient had rectal bleeding after the operation. On (B)(6) the patient was given 2 globular sediments (hb rate was 9 g/dl). The surgeon believed there was bleeding at the stapling level.

Manufacturer narrative:
(B)(4).